Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported mrx was locking up. There was no reported patient involvement.

Manufacturer narrative:
This is a sw bug. It is a malfunction in that it was not intended as a function. The reported failure was able to be reproduced by philips. This failure is covered in the IFU and has minimal health risk because it can only happen when the device is not in use. The device remains at the customer site. No subsequent calls have been logged for this device.